Event description:
A past event was reported where the customer experienced a low blood glucose level of 37.8 mg/dl. The customer consumed carbohydrates to address the low blood glucose, and the control-iq feature on their pump was turned on at the time. No third-party assistance was required, and the cartridge was unavailable for return. Technical support recommended consulting a healthcare professional to discuss factors affecting blood glucose levels, which the customer acknowledged and understood.